Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was abandoned surgically because it was found out to have decreased r waves and thresholds were occasionally high. It was noted that the rv lead was in the coronary sinus and not an optimal placement during lead revision which causes the decreased in r waves and high thresholds. No additional adverse patient effects were reported.